Event description:
It was reported via repair work order that the side rail could not latch up due to a broken spindle weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The incorrect serial number (B)(4) was reported for this complaint. The correct serial number is (B)(4). This is a duplicate of MFR report # 1831750-2012-12758. The serial number (B)(4) and catalog number 1501000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 1831750-2012-12758 for full reporting of serial number (B)(4) and catalog number 1501000000 for this complaint.

Event description:
This is a duplicate of MFR report # 1831750-2012-12758. The serial number (B)(4) and catalog number 1501000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 1831750-2012-12758 for full reporting of serial number (B)(4) and catalog number 1501000000 for this complaint.